Manufacturer narrative:
Updated fields: g3, g6, h2, h10, h11. Corrected fields: b2, h6 (type of investigation 1).

Event description:
N/a.

Event description:
A facility reported that both tip ends of the ruggles t. Fukushima tapered teardrop suction tubes (r9003) broke intra-operatively, during neurosurgery. Broken parts reportedly fell into the surgical site and the remnants were fortunately retrieved under microscope vision. All broken parts were recovered. The procedure was completed using alternative suction tubes. The patient was in stable condition post-procedure. No patient injury of surgical delay was reported.

Manufacturer narrative:
The ruggles t. Fukushima tapered teardrop suction tubes was not returned to the manufacturer; therefore, an evaluation of the actual device could not be performed. A review of the device history record was performed and no abnormalities related to the reported issue were identified. The image provided by the customer appears to be an intact product in its packaging and not the complaint product. The customer indicated a product purchase date of apr-2020. A definitive root cause could not be determined. The issue of a broken tip may be the result of wear or rough handling over three years of use.